Manufacturer narrative:
(B)(4). Batch #: u5a239. (B)(4). Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc55 instrument was received with no apparent damage with a cartridge reload present. The cartridge reload had the swing tab in the locked position, and the proximal 2 drivers up and the remaining drivers were down with staples present. In addition, the left gripping surface was damage making the reload nonfunctional. It could not be determined if the reported incident was the result of a premature lockout, or the result of an interrupted firing stroke. The device was tested for functionality with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete, and the staples meet the staple form release criteria. It should be noted that product failure is multifactorial. The event reported was confirmed and it is related to improper use of the device. It is possible that the damaged on the cartridge was caused when the cartridge was removed from the device. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information was requested, and the following was received: is the current patient status known? It¿s unknown. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.)? It¿s unknown.

Event description:
It was reported that during an unknown procedure the stapler was not forwarded after combing cartridge.

Manufacturer narrative:
(B)(4). Date sent: 10/07/2021. The device was sent for additional evaluation. Upon arrival in the pi lab, the sr55 reload from the ntlc55 device was noted to be partially fired and had one broken removal wing. There are no observed physical damage/indentations, which is not consistent with the characteristics being investigated. The most likely cause for the broken removal wing in this instance is user/use related. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.